Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed by the distributor. The reported problem (battery faults) has been confirmed. As received, the battery was able to power on a monitor but was unable to recharge. Upon evaluation, the battery cells were mismatched. The root cause for the mismatched cells could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A patient's battery pack was returned to a us distributor and it was reported the battery was causing faults.